Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# v060172, implanted: (B)(6) 2007-, product type: lead. (B)(4).

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that the implant was replaced due to having slipped and thought that something happened with the wires. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported nothing changed. It was reported that "they were putting the back permanently attached black cord which goes into the recharger and the silver piece came off." No further information reported.